Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his wife's insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.